Event description:
During a laparoscopic appendectomy procedure, the surgeon attempted to deploy a wound closure device when the device failed in his hand. The closure rod separated from the opening handle assembly. Fascia closure system replaced with new device and defective device set to biomedical for reporting. Surgery completed with no additional incidents.